Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced recurrent hypoglycemia with a reported value of 40 mg/dl while using the ilet pump and attributed the lows to excessive insulin delivery and gastroparesis-related glucose variability. The patient frequently paused insulin delivery to avoid further dosing, received troubleshooting and education on algorithm learning, and subsequently transitioned to injections with reported stability. Symptoms included shaking/tremors associated with hypoglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no device problem found and a use-of-device issue, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to user actions.